Event description:
Litigation papers allege the following: patient was implanted with a depuy asr hip implant on his right hip on or about (B)(6), 2010. On or about (B)(6) 2010, patient suffered severe and irreversible injury, including, but not limited to, physical impairment, pain and suffering, mental anguish, metal toxicity due to excessive levels of cobalt and chromium in the patients blood, and other permanent injury which has in the past and will in the future require numerous medical and surgical interventions, including, but not limited to, physical and occupational therapy and nursing care. Patient had the rist asr hip implant explanted on (B)(6), 2010.

Manufacturer narrative:
Additional information: date of birth.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.